Event description:
A dialysis facility reported that a pt became hypotensive and c/o dizziness during a hemodialysis treatment and was given 800 ml. Of saline. The pt's pre wt. Was 194 lbs. And post wt. Was 182 lbs. Weight to be removed was set at 400 ml. Based on the pre and post weights, goal set and saline given, there was an excessive fluid removal of approx 2.2 kg. Pt was discharged home as soon as he was stabilized.